Event description:
It was reported that the patient experienced syncope. Upon interrogation, the pulse generator exhibited intermittent output. The device was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.